Manufacturer narrative:
Follow-up report - device evaluation (12/20/2018): device evaluation of belt sn (B)(4) was completed. The reported problem (check belt messages) was confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a lifted pad on the distribution node pca at the d700 diode. The root cause for the damaged pad could not be positively identified. No adverse event resulted from the damaged electrode belt. Device evaluation of belt sn (B)(4) is currently underway. The reported problem (check belt messages) is under evaluation. Upon receipt the belt failed a functional ECG fall-off test. A root cause investigation is currently underway and a supplemental report will be submitted upon completion of the belt evaluation. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was producing check belt messages.

Manufacturer narrative:
Device evaluation of belt sn (B)(4) is currently underway. The reported problem (check belt messages) is under evaluation. Upon receipt the belt failed a functional ECG fall-off test. A root cause investigation is currently underway and a supplemental report will be submitted upon completion of the belt evaluation. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was producing check belt messages.